Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-12023, 1627487-2019-12024. It was reported that patient experienced high impedance on two of the leads. As a result, patient underwent surgical intervention wherein it was discovered that the leads had pulled out of the ipg header. The leads were reconnected to the ipg header and the issue was resolved. Effective therapy was restored postoperatively.